Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she did a battery change and the pump displayed an error on the screen. The customer stated that the pump looked like it lost all of the data. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that she had an MRI a couple of days ago. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information has been received, which is updating and clarifying initial notes. The information has been provided with this report.

Event description:
It was reported the insulin pump had no motor error alarm noted or no alarm noted in the alarm history.

Manufacturer narrative:
The insulin pump failed displacement test, motor error alarm during rewind and had an alarm in the pump history due to motor encoder signal out pf phase. No unexpected check settings alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.